Manufacturer narrative:
Product analysis : analysis of product ID em210 of serial # (B)(4) of lot # 216117977 confirmed overheating. Pre-repair temperature test conducted for 1 minute and the results were t1 81.1°c and t2 51.7°c. Found handpiece was noisy and cable nicked. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was overheating for handpiece. There was no patient /staff impact. Event occurred while preparing before surgery and there was no surgical delay.